Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot lgc528 was not found in the product database, please provide the correct lot number for this product. It is mentioned that "it has been multiple boxes with different lot numbers". Please provide the other lot numbers involved and the quantity for each box. Did these issues occur during the same procedure or multiple procedures? If multiple, please provide for each procedure: event date, product code and lot number involved, quantity involved and procedure name.

Event description:
It was reported that an animal underwent a surgical procedure on (B)(6) 2018 and suture was used. They reported that the suture is breaking. No additional information was provided. There were no patient consequences reported.